Event description:
It was reported that the patient's right ventricular (rv) lead was explanted and replaced for an unknown reason. Additional information was requested and not received. The patient's condition was unknown.